Event description:
Lead remains implanted. Out of range shock impedance measurements reported (>150 ohms) beginning (B)(6) 2021. Patient reports recently receiving radiation treatment and also testing positive for covid-19. Out of range measurements and noise were not producible in office with isometric and postural testing. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.